Event description:
It was reported that during a procedure to insert a stent graft to repair a splenic artery aneurysm, the stent graft would not deploy. Great resistance was met when the dr pulled back to the delivery system, so he removed the system from the pt, and used a different stent sucessfully.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The returned sample was evaluated. The safety clip was missing upon receipt of the sample. The tuohy borst adapter was closed. The 2-way stopcock was opened. The stent graft was still within the sheath and shifted forward by 1 mm. There was a gap of 4 mm between tip and outer catheter. During the performed function test the release of the stent graft was not possible. This was due to the heavy saturation of the system with residues of coagulated blood. During the following examination of the returned product no indication for a device malfunction or defect became apparent. On this basis, the reported problem could not be reproduced. The results of the investigation are inconclusive. This application represents an off-label use. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The IFU supplied with this product states that the safety and effectivness of this device for use in the vascular system has not been established.